Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tibial broaches missing red ring in the bottom.

Manufacturer narrative:
Examination of the returned tibial broaches confirmed that the orange locking ring is missing. Although that piece of the device was not returned for examination, all pieces were retrieved from the patient. The absence of the "o" ring component would result in the device not locking into the stem. A complaint database search found previous investigations where product wear out was the root cause. Based on the condition of the device, the root cause is product wear out. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.